Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: video controller system interface, display adapter, image processor, fluoro functions, generator interface and passive backplane circuit boards, and the cine drive. The system was then found to be operating as intended.